Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. The cause was determined to be an inappropriate bypass of the drain phase. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:52:30. During night drain cycle nine, the patient's ultrafiltration reading was 379ml, indicating the home patient drained 379ml more than their maximum programmed fill volume of 500ml. No additional information is available.